Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the broncho videoscope's image disappears during angulation but returns. The issue occurred during procedure and the bronchoscope diagnostic procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, device evaluation found image has poor quality, poor resolution due to deformation of distal end causing resolving power to be low. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No new additional information received from the customer.